Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm which is off label usage of the device, on (B)(6) /2020. The patient¿s parent stated the skin at the sensor insertion area was moist with a rash and itched. The patient was evaluated by a healthcare personal (hcp) on (B)(6) 2020 and instructed to apply cavilon spray to the area prior to inserting a sensor. No additional patient or event information is available.